Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp)had an autofill error message.

Manufacturer narrative:
Additional information: site state: 48, event site postal code:(B)(6). A getinge field service engineer was dispatched to the site to evaluate the unit. After performing the fault diagnosis, the cardiosave was found suitable for clinical use . The cardiosave system meets the technical criteria described in the repair protocol. The iabp was released and cleared for clinical service.

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp)had an autofill error message. There was no patient involved.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp)had an unknown failure.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.